Event description:
It was reported that the foot end power load led indicator will not stop blinking yellow, indicating that the system is not locked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.